Event description:
From staff: on [date redacted] post-op day 1, patient found to have small abrasion near umbilicus that did not require further intervention at that time. Five days later patient presented to walk-in care with a suspected burn obtained during original procedure. Manufacturer response for fiberoptic light source, (brand not provided) (per site reporter) rep was on site and reprogrammed each light source to have automatic settings instead of manual. Please see contact information for rep below: [name and contact information redacted].

Event description:
From staff: on [date redacted] post-op day 1, patient found to have small abrasion near umbilicus that did not require further intervention at that time. Five days later patient presented to walk-in care with a suspected burn obtained during original procedure. Manufacturer response for fiberoptic light source, (brand not provided) (per site reporter) rep was on site and reprogrammed each light source to have automatic settings instead of manual. Please see contact information for rep below: [name and contact information redacted].